Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use and the customer was performing planned treatment/non-emergency treatment which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the hospital lost power and the ups had a problem. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse found that the hospital experienced a power outage, and the ups required service and battery replacement. The system was confirmed to be operational after power was restored to the hospital. The ups was not currently under philips service contract so third-party personnel provided the services. After power was restored to the hospital, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when the hospital lost power, the philips system did not stay on during the power loss as expected. The reporter stated the interruptible power supply (ups) had a problem. There was no reported patient or user harm. Philips has started an investigation of this complaint.